Manufacturer narrative:
Insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected inulin pump error noted during testing. However, critical block alarm and motor arm communication alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was delivering a bolus when a red light came on and the screen went blank. The customer's blood glucose was 303 mg/dl. Customer then pressed the button and the screen said medtronic and the reservoir sign was not empty. Customer got two pump errors, one that means the motor arm cannot communicate with the main arm, and one that means the critical block and inverse critical block did not add to zero. Customer reports the pump errors did not occur during the rewind/load reservoir/fill tubing process. The customer was advised to disconnect from the pump and to perform rewind process. Then the customer was advised to program a normal bolus into the air to determine if delivery is successful. The bolus amount was not recorded in the daily history. The customer was advised to remain disconnected and repeat the rewind process and to program another normal bolus into the air to determine if delivery is successful. The second bolus amount was recorded in the daily history. The customer was advised the pump will need to be replaced. The pump will be returned for analysis.